Manufacturer narrative:
This report is filed may 10, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and soft tissue reaction at the abutment site. Subsequently on (B)(6) 2016, the patient was administered general anesthesia to facilitate an abutment exchange. The implanted device remains.